Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. In telephone contact, it was informed that the dentist did not have information about lot number of the product. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4). The dentist reported that 1 year and 1 month after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, the patient presented bone type ii.